Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03feb2020.

Event description:
The customer reported that the touchscreen response is intermittent. The customer contacted product support and reported that he has completed the touchscreen calibration and now the touchscreen is functioning correctly. Product support instructed the customer to perform touchscreen diagnosis before putting the unit back into service. The customer reported that the unit was not in use on patient at the time of the reported malfunction. The customer reported the touchscreen is responding correctly after calibration.